Event description:
Vapotherm was alarming indicating blocked tube however the tube was not blocked. Machine was changed out. During the exchange time patient was placed on 10 l high flow nc and then was placed on new vapotherm machine with previous settings in pace. Patient's o2 sats remained at 98-100 percent.